Event description:
It was reported when using the bd pyxis medstation es system drawer failed causing a 7-hour delay. The customer added that they were prevented from removing cogentin 1mg, loxipine 100mg, medforman 500mg, and vimpat 100 mgs medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer controller board was not receiving power. The field service replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the bus. The controller boards were not receiving power. A field service engineer replaced the controller board, and all functions returned to normal. The system was functional as intended after the field service engineer troubleshooted the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed causing a 7-hour delay. The customer added that they were prevented from removing cogentin 1mg, loxipine 100mg, medforman 500mg, and vimpat 100mgs medication to the patient. However, there were no adverse events or injuries reported based on this event.